Event description:
It was reported that the lead and the device only had good threshold and sensing in bipolar configuration. The lead and device were explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomalies were found.